Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and a supplemental report will be issued. (B)(4).

Event description:
It was reported that this pacemaker was explanted approximately 5.2 years after implant. No product allegations have been received at this time. A new cardiac resynchronization therapy pacemaker (crt-p) was successfully placed. No additional adverse patient effects were reported. Device return is not indicated at this time.